Manufacturer narrative:
The insulin pump alarmed no delivery during the no delivery test due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corner, belt clip slot, and severely scratched display window.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer was unable to troubleshoot at the time of call. The insulin pump will be returned for analysis.